Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On 10/02/2024, the parent reported that their pediatric child experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. The parent stated that they brought their child to the hospital as they were feeling sick, the cgm reading was 12.9 mmol/l at that moment. The parent did not do a fingerstick but when one was done at the hospital, the cgm reading was 12.9 mmol/l and the blood glucose reading was 28.7 mmol/l. The patient was treated with intravenous insulin. At the time of the report, which was on the day of the event, the patient was still feeling sick and was still at the hospital. There was no documentation of further medical intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional information. D10 concomitant medical product name - correction d10 medical product - correction. D10 therapy date - correction. G3 date received by mfg - additional information. G6 type of report - updated/follow-up. H2 type of follow up - additional information/correction. H10 corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.